Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet, while the sensor continued to function with the dexcom g7 mobile application. Symptoms included no clinical effects. Outcomes included no impact to health. Investigation included remote troubleshooting that confirmed the correct pairing code, a mode toggle between g6 and g7, re-entry of the pairing code, and the magnet-assisted pairing procedure. Investigation of this case revealed that the sensor successfully connected to the ilet after these steps, indicating a transient connectivity or setup issue rather than a device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient communication interference resolved through standard troubleshooting.